Event description:
It was reported by getinge fse that during preventive maintainence cardiosave intra-aortic balloon pump (iabp) drive regulator filter ripped off and needs replacement. There was no patient involvement.

Manufacturer narrative:
Due to character limit in the e1 section, the full initial reporter's name is (B)(6). Updated fields: b4, e1 event site telephone, g1-contact person at mfg site, g3, g6, h2, h3, h6-medical device problem code, type of investigation, investigation findings, investigation conclusion, component code and h11. Corrected fields: b5, d5, e1- initial reporter name, e1-event site email address. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the drive manifold assembly.

Manufacturer narrative:
Due to character limit in the e1 section initial reporter name, the full initial reporter's name is (B)(6). A supplemental report will be submitted once the investigation is completed.

Event description:
It was reported that during preventive maintainence cardiosave intra-aortic balloon pump (iabp) drive regulator filter ripped off and needs replacement. There was no patient involvement.